Manufacturer narrative:
Follow-up indicated that less than 2 months after the seroma was drained, the patient developed an infection. The physician believes the infection was unrelated to the device; however, decided to explant the device. The system was returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a seroma following an implant procedure. The seroma was drained and there were no reports of further complications.